Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v671771, implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient presented with skin breakdown at the battery site. They also had discharge from the site. After an assessment of the site by a hcp, the battery and lead were removed on the day of the report. The entire system was removed due to an infection. The issues were noted to have started on (B)(6) 2017. It was also noted that the issues were resolved at the time of the report. There were no device issues or further complications reported or anticipated.